Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Reportedly, the customer fell off the bed and broke a rib. The customer received assistance from the contact in consuming carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.